Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that the implantable pulse generator (ipg) was not functioning as intended. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively and the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.